Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had consistent channel error. There was no patient involvement.

Event description:
It was reported that the device had consistent channel error. There was no patient involvement.

Manufacturer narrative:
Correction: initial reporter occupation, other occupation: annex b: b21, annex c: c21, annex d: d16. Additional information: concomitant med prod data: annex a: a1801, annex g: g04067, g04037, annex b: b01, annex c: c23, annex d: d02. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report about a channel error on the pump module was identified as a communication error and was replicated during the investigation. ¿ pump module 8100 s/n (B)(6). ¿ external and internal inspection was performed, and corrosion and fluid residue issues were found within the pump module that contributed to the communication error. The motor controller board, logic board and the bezel assembly were found damaged from fluid ingression. ¿ functional testing was conducted after temporarily replacing the motor controller board on the pump module with a good one from the dchu facilities for testing purposes only, and the communication error issue was resolved with no reoccurrences or having any other unexpected channel error events. ¿ the pump module s/n (B)(6) after replacing the motor controller board with a good one from the dchu facilities, passed all the pm (preventive maintenance) tests in alaris system maintenance (asm) (v12.5). ¿ no error logs were found in the log review that contributed to the reported issue. ¿ in the event log records, it can be observed that channel malfunctions were found in the pump module (the date and time could not be determined). However, three days after the date mentioned by the facility (19jan2025), two additional channel malfunction errors are shown. The error codes of these errors could not be determined due to an overwrite of the error logs. ¿ a review of logs of the last infusion performed on the date indicated for the event reported by the facility (january 16, 2025) was performed. Below is a table with the results. ¿ on january 16, 2025, at 9:26:38 pm to 11:18:58 pm, pcu 8015 s/n (B)(6) was connected, pump module 8100 was assigned to channel a, ail bolus limit = 250 l, rate = 75 ml/h, vtbi = 200 ml, infusion started and key unit channel off. ¿ the device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: the pump module was found to have fluid ingress damage to the motor controller board, logic board and the bezel assembly; however, this issue is associated with abuse and replacement of these parts will not be covered by dchu. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not be picking up the cost of the incidental repairs. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.